Event description:
An unspecified issue was reported with the adc application version unknown, in use with unknown phone with unknown operating system version. Customer reported ¿application not working¿ and as a result experienced a loss of consciousness. No further information was provided as the customer disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported application not working with the freestyle librelink application. Attempted to replicate the user¿s complaint using application s samsung galaxy s22 with android 13 for app version 2.8.4.9335 and iphone se with ios 16.6.1 for 2.10.2.7677. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc application version unknown, in use with unknown phone with unknown operating system version. Customer reported ¿application not working¿ and as a result experienced a loss of consciousness. No further information was provided as the customer disconnected the call. There was no report of death or permanent injury associated with this event.